Event description:
It was reported via repair work order that the door was detached due to a malfunction in the hinges of the right foot door. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.